Event description:
It was reported that the patient noticed their old cartridge was leaking slightly from the rubber stopper side while changing out supplies. No issues were experienced with insulin delivery, and the patient inquired if any additional action was needed beyond the supply change. It was determined that the patient sometimes overfills cartridges to remove air, and guidance was provided to avoid overfilling, as it can cause leaking even if the plunger is fully retracted. The patient understood the instructions and did not require assistance with the supply change. The reported cartridge lot number was 31790. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.